Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the rep reporting that the high impedance issue was resolved, but the root cause of the fluid ingress remains uncertain. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. The rep reported that during testing of the ins while in the implant surgery, the left extension showed normal impedance, but the right side showed greater than (B)(4) ohms for electrode 10-11. The rep reported that the healthcare provider (hcp) then wiped the extension down and put the left extension to the right side and the 8-15 extension to the left and re-tested the impedances. The rep reported that all impedances were normal. The rep reported that the hcp left everything in place and they reconfigured the lead. The rep reported that the hcp thought fluid might have originally caused the impedance to be temporarily high. No patient symptoms were reported. No further patient complications have been reported as a result of this event.